Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 16 boluses per day and they had to call in every couple of weeks to get something cleared out on the handset so that it delivered the boluses faster. The patient stated that it took way too long to connect to the pump. The agent assisted the patient with clearing the data on the app and asked the patient to connect with the handset and the patient said they were locked out for 5 more minutes. It was noted that the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they needed help clearing the data, stating that when delivering a bolus, sometimes it took a long time. The agent assisted the patient with deleting the data after which the patient was able to connect to the pump without any lag.

Manufacturer narrative:
Continuation of d10: product ID a820 lot # serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for complex reg pain syndrome type I and non-malignant pain. It was reported that they were having the issue of when requesting a bolus. It took a long time and was confirmed it was lagging at 0%. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag at 90%. The patient will call back if they need further assistance. The agent called the patient back and left a voicemail to confirm the handset serial number.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer indicated that the patient had a connection lag issue again. They were assisted with deleting the data and were able to connect to the pump with no lag.